Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a rt tka revision was performed approximately 5 1/2 years post implantation. Initially, this was a legal case, however notification was received from the legal department indicating that the case was dismissed by the plaintiff/patient, prior to receiving any medical records or x-rays. Therefore, no additional supporting clinical documentation is to be expected. No further clinical assessment can be performed at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a tha procedure . Since that date, patient has experienced pain and his knee was abnormally swollen. Patient was radiologically diagnosed with a loosening of the tibial component and a possible loosening of the femoral prosthesis. Revision surgery was performed on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.